Manufacturer narrative:
Product ID 3387s-40, lot# va1jfx5, product type:lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: 3708660, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 14-sep-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the rc was replaced with pc and they implanted two new extensions. They tested each lead independently with twistlock and started with the left. No problems were found and the impedance appeared to be higher than baseline but within normal limits. They tested the right lead with twistlock and no problems were found. They connected the new extensions and battery and tested impedance. Left vim auto bumped from 0.7 v to 1.5 v then within normal limits. Still slightly higher than they had been seeing. It was found that the right had no problems. Then, the device was turned on to programmed settings, they took therapy impedance and they got a return on the left vim 1.2 ma and right 0.9 ma. No oor. Next, it was closed out and they waited a moment to re-test and there was still no oor. After a few minutes they tested again, still no oor. The surgeon closed and tested again no oor. Finally, they waited 20 to 30 minutes and then they received an oor message with the new battery at previously programmed rates. No further complications were reported. Additional information was received indicating no cause has been determined. The lead tested normal impedance independent of extension and battery. The patient is being scheduled for a lead revision since that's the only component that hasn't changed. No further complications were reported. Additional information was received indicating the patient has a lead revision scheduled for (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via the manufacturer's representative (rep). It was reported that ins was explanted and patient received an abbot battery today . Patient had prior reports of issues with the ins and out of regulation (oor) alerts with no obvious presence of short circuits. The rep did not have information on any troubleshooting or interventions taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the re vision resolved the issue. The explanted lead was not going to be returned for analysis. No further complications were anticipated.